Event description:
2/22/97: pca pump alarming. Nurse responded to alarm. Syringe was disengaged. Pt stated it become disengaged when "accidently hit against the wall." 100mg demerol discrepancy noted. 2/26/97: nurse noted pump to be "off" and pt stated "battery fell off." Pt received 400mg demerol over 1 hr, 20 min. Pt had no s/s of "overdose." Narcotics and pca were discontinued. Pump casing has indication of possible tampering.